Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with loss of capture on the left ventricular lead. The clinician programmed the device to rv pacing only and turned off all lv functions. Additional programming changes were completed. The patient was asymptomatic and there were no adverse consequences to the patient.

Event description:
New information received indicated that the asymptomatic patient presented for a device change out due to a battery performance alert (bpa). Previously deactivated left ventricular was noted to be not plugged in properly. The lead was also noted to be fractured under fluoroscopy. The lead was capped during the bpa procedure on (B)(6) 2018. The patient was stable during and after the procedure.